Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the popliteal artery. A 3.00mm x 150mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured prior to reaching the nominal balloon pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the popliteal artery. A 3.00mm x 150mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured prior to reaching the nominal balloon pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for detailed analysis. Upon visual inspection, it was observed that the balloon was not folded, suggesting that the device had been subjected to positive pressure during use. To further evaluate the device, it was connected to an inflation unit and tested under controlled conditions. Positive pressure was applied, inflating the balloon to its rated burst pressure of 14 atmospheres for a duration of 30 seconds using deionized water and a digital timer. No leaks or issues were identified during this test. Subsequently, a vacuum was applied to the balloon, and the inflation device was verified at 14 atmospheres both before and after testing using a calibrated pressure gauge. The inflation to the rated burst pressure was repeated three times, with no leaks or pressure drops noted during any of the cycles. A thorough examination of the balloon material revealed no defects or issues. As per the instructions for use (IFU), the rated burst pressure for this device is confirmed to be 14 atmospheres. Additionally, the markerbands and tip section of the device were visually inspected, and no abnormalities were found in either component. A combined visual and tactile examination of the hypotube/shaft also confirmed the absence of any issues. In conclusion, no defects or performance issues were identified in the device during the analysis.

Manufacturer narrative:
Investigation results: the device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating exposure to positive pressure. The returned device was connected to an inflation unit, and positive pressure was applied. The balloon was inflated to its rated burst pressure of 14 atmospheres using deionized water and maintained for 30 seconds with a digital timer. No leaks or abnormalities were observed. A vacuum was subsequently applied. The inflation device was verified at 14 atmospheres before and after testing using a calibrated pressure gauge. The inflation to rated burst pressure was repeated three times, with no leaks or pressure drops noted. No issues were identified with the balloon material. In accordance with the instructions for use (IFU), the rated burst pressure for this device is 14 atmospheres. Additionally, visual and tactile examination of the hypotube/shaft revealed no abnormalities. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the ranger sl device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was no problem detected.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the popliteal artery. A 3.00mm x 150mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured prior to reaching the nominal balloon pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.